Event description:
It was reported that two of the filter's legs were crossed upon deployment. Reportedly, the physician deployed the filter without any difficulties. However, the pusher wire appeared to be caught on the filter and the wire could not be removed. The physician manipulated the pusher wire and it released. A completion venacavogram was performed, and it was identified that two of the filter's legs were crossed. The physician advanced a catheter and attempted to untwist the limbs, but was unsuccessful. The physician retrieved the filter and another filter was deployed without any difficulty. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter and the delivery system have been returned for evaluation, and the investigation is currently underway.